Event description:
Attorney reported: on (B)(6) 2005, patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2007, patient presented to the hospital with an intestinal obstruction. Laparoscopic surgery was performed and the bowel was found to be densely adhered to the mesh. Lysis of the adhesions was performed as well as intestinal resection in the jejunum. On (B)(6) 2007, patient returned to the hospital and was diagnosed with an intestinal fistula, extensive adhesions and probable intestinal obstruction. During surgery, her bowel was resected and the mesh was dissected and removed. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.